Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, lead safety switch (lss) was triggered. Technical services (ts) recommended further testing. The patient underwent a device system revision. During the procedure, the implanting physician attempted to insert a stylet into the rv lead lumen without success, which may be indicative of internal structural damage to the lead. This rv lead was explanted and successfully replaced. Once the lead was replaced the impedances were back in range. No additional adverse patient effects were reported. At this time, this rv lead was already returned for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, lead safety switch (lss) was triggered. Technical services (ts) recommended further testing. The patient underwent a device system revision. During the procedure, the implanting physician attempted to insert a stylet into the rv lead lumen without success, which may be indicative of internal structural damage to the lead. This rv lead was explanted and successfully replaced. Once the lead was replaced the impedances were back in range. No additional adverse patient effects were reported. At this time, this rv lead was already returned for further analysis.